Event description:
Adverse event(s): "no patient involvement". Product problem(s): "system message displayed" (device displays error message). A biomedical engineer reported receiving a system message during setup. The system was switched out and all cases were completed. There was no patient involvement.

Manufacturer narrative:
A company service representative examined the system and confirmed the reported system message. The solenoid spacers were inspected and were found to be intact. It was noted that the shoulder screw that attaches the vent arm to the frame was loose. This slowed the return spring response of the valve. The screw was tightened and the system message cleared. Preventive maintenance was also performed. The system was then tested and then met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).